Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located at the moderately tortuous and severely calcified middle of the left anterior descending coronary artery. A 15mm x 3.00mm nc quantum apex mr balloon catheter was selected and advanced to dilate the target lesion. Upon inflation, the balloon ruptured. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located at the moderately tortuous and severely calcified middle of the left anterior descending coronary artery. A 15mm x 3.00mm nc quantum apex mr balloon catheter was selected and advanced to dilate the target lesion. Upon inflation, the balloon ruptured. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 1.5 mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).